Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported cracking their upper retainer over a short period of time biting down on it. The patient stated that they have a bad habit of biting down really hard so usually after two months they need a new pair. The tooth on the retainer was also too long that it got squished from biting down so hard so frequently, so it made the end of the tooth flat and has a crack going up the aligner. The bottom are my last aligners from the over-correction pack. That tooth doesn't want to move. It's still the only one that doesn't budge, but the rest of my lower teeth have been aligned.